Event description:
It was reported to philips that the system's suite pc needed to be replaced, which could prevent the system from booting. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's suite pc needed to be replaced, which could prevent the booting of the system. Upon troubleshooting, fse identified a disk operation issue and replaced the hard disk drive and tried to reinstall the software, but software reinstallation failed. Fse found the suite pc was defective. To resolve the issue, fse replaced the suite pc. The defective suite pc was returned to philips for failure analysis. The cause of the failure of the suite pc was found to be a hard disk drive bay slot not working properly. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the suite pc, the x-ray pc, and the flexviewing pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1152-2024. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.